Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient experienced seizure-like activity accompanied by a loss of consciousness. Continuous glucose monitoring (cgm) data was not reviewed at the time of the event; however, the low glucose alert threshold was noted to be set at 80 mg/dl. Capillary blood glucose (bg) was not checked during the episode. In response to the event, the patient was administered oral carbohydrates and intranasal glucagon. Emergency medical services were contacted. Upon assessment, the patient was found to have oral trauma, including bleeding from the mouth and tongue, and exhibited tachycardia. At the hospital, the patient received additional carbohydrate treatment. Point-of-care bg measurements were 74 mg/dl and 70 mg/dl, while the estimated glucose value (egv) from the cgm differed by approximately 60 mg/dl. The patient was also administered normal saline intravenously. Following a 4-hour observation period, the patient was discharged in a stable condition. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 60 points. No additional patient or event information is available.